Event description:
In 2008, the pt reported that her infusion device was beeping and "77" was displayed on the screen. She was using an expired recalled power pack that had been in use for at least 2 weeks. She was advised to discard all recalled power packs. She stated that she was aware of the recall. She stated that she did have corrected power packs at home, but she would not have access to them for 2 days. She stated she would insert a corrected power pack when she returned home. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address this issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.